Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), (B)(6) 2016; lifetime ventricular sensing integrity counts up to (B)(4); non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated,(B)(6) 2016; right ventricular (rv) lead threshold chronically high at >2.5v. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an lead integrity alert (lia). The lead had high thresholds and sensing integrity counter (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst also noted: lead tested fine electrically and no insulation breach found. Removed all conductors to look at each individual visually to confirm result, no visual issue found. Tissue is visible in the helix, a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.